Event description:
It was reported that the catheter was disconnected from the pump following a new pump implant; the catheter was not changed at that time. The pt experienced withdrawal symptoms when the catheter became disconnected. The pt subsequently had the entire system replaced.